Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for peritonitis (dose, duration and frequency not reported). During hospitalization, the patient received retraining of proper peritoneal dialysis technique. The patient recovered from the peritonitis event. Dianeal and extraneal therapies were ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.